Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off inside of the tibia, a second pin was used which also broke and lastly while removing the bone pin at the end of the case the pin broke. As a result three fragments of bone pins had to be left in the patients tibia and the outcome of the case was successful.

Manufacturer narrative:
Reported event: bone pin broke while surgeon was drilling into patient's tibia. It broke off beneath the surface of the bone and was left in the patient. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143000-01 non-sterile bone pin, single) were manufactured shipped to (B)(4) on january 21, 2016 and accepted into final stock on january 21, 2016 per erp. Complaint history review: the failure in this complaint occurred with three different pins from two different lots in the same case, all with the same failure mode. The two additional complaints are (B)(4). Tracking of complaints related to the 143080 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of both bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The product was not returned for evaluation.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off inside of the tibia, a second pin was used which also broke and lastly while removing the bone pin at the end of the case the pin broke. As a result three fragments of bone pins had to be left in the patients tibia and the outcome of the case was successful.